Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 dissecting tool kept getting stuck and needed more force to push through harvesting tool. Had to open a second device to complete procedure. There was no injury.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on11/09/2023. An investigation was conducted on 11/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Charred material was observed on the jaws of the harvesting device. The c-ring and gray silicone insulation of the jaws were observed to be intact with no visual defects. No visual defects were observed on the cannula or harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible o-ring within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot # 3000328562 history record review was completed. There was an ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.